Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels (220 mg/dl). The customer was pregnant. It was also reported that small air bubbles were observed. The customer was treated with insulin on a sliding scale.